Manufacturer narrative:
The device was evaluated. Evaluation confirmed the reported issue. A definitive root cause could not be identified reasonably known information suggest probable causes such as damage or deterioration of parts, stress, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service repair team indicated that abnormal image when adjusting angulation (iridescent image) was observed.there was no patient involvement.